Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2rhrt serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 17-aug-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there was high impedances. The patient lost 65 lbs, and now the battery could be flipped. The patient also had a total hip replacement in february on the same side as the lead. The device was turned off for the surgery. The patient had not been seen in over a year. The new impedance issues were found with the device check. There were impedances on all 4 electrodes, allover 4000 ohms. The patient was doing well symptom wise. An x-ray was ordered. The patient said they would call the doctor when they wanted to get the device replaced. The issue was ongoing. Troubleshooting was not performed. The cause was not known. Additional information was received from the manufacturing representative (rep). The rep reported that the cause of the impedance issue was determined. The x-ray showed that the lead was severed or cut. They reported that what most likely caused or contributed to this issue was unknown. They reported that steps taken to resolve the issue included a full replacement would be scheduled, and it was not resolved yet because it was being scheduled. Removal or replacement was to be determined and the date of the surgery was unknown.